Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient reports the last time the scs system was functioning was approximately 5 weeks before meeting with the abbot representative (approximate date (B)(6) 2017). The patient underwent surgical intervention on (B)(6) 2018 where was removed and replaced. Therapy was resumed postoperatively.